Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was in auto mode switch due to far r-wave oversensing. The patient was asymptomatic. Programming changes were recommended, and the nurse decided not to make any changes.